Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead exhibited placement difficulty, it was also noted that the helix was found to be partially extended without being deployed. The lead was removed and replaced. No patient complications have been reported as a result of this event.